Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where patients failed to populate. A technical support specialist (tss) connected to the station and confirmed that the station time was current and matched the server time. The tss then connected to the application server, logged in to the patient enterprise server, and checked synchronization information 2.0. The tss found the stations last upload, verified that there were no upload errors, and reviewed the patients last transaction. The tss restarted the external messaging service, checked the inactivity status, and rechecked the patient details at the station level. The tss confirmed that the patient information was populating correctly and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patients were not populating on the station. The customer had experienced a power outage, and after power was restored, the station still did not populate patient information. The customer had rebooted the station, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.